Event description:
The customer reported that she had a high blood glucose of 559 mg/dl, which was treated with injection. The customer stated that after a bolus delivery attempt, her blood glucose did not go down. She further stated her nurse practitioner checked her insulin pump and programmed a manual bolus, the results of which led her to believe the insulin pump was not delivering insulin. During troubleshooting, the customer stated they forgot to fill the cannula dead space after removing the introducer needle. She stated they did not program another prime after reconnecting and disconnecting, instead of doing a prime into the air. The programming and history were correct. Despite the customer stating there was no battery in the insulin pump all day the day prior, there was a recorded amount of insulin, which the customer stated was correctly recorded. The insulin pump was exposed to a strong magnetic field on (B)(6) 2014, during an x-ray. The...

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was funct ioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.